Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display would not turn on and the sleep/wake button was unresponsive despite charging and trying an alternate outlet; the user experienced hyperglycemia with a highest blood glucose of 387 mg/dl for a couple of hours and used a subcutaneous insulin pen as back-up therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of the returned device revealed no electrical problem associated with an unresponsive key/button, with the device component implicated as the switch/relay.